Event description:
Consumer claims to have been pierced at a retail vendor in 9/00 with the inverness ear piercing system. Four days later, the pt sought medical treatment for pain and swelling at the piercing site and was placed on antibiotics. Follow up visit showed improvement on the 8th day of use. Infection then worsened, and later on pt was placed in the hospital for incision and drainage and IV antibiotics. Pt was released on the 3rd day after admission.